Manufacturer narrative:
Patient age or date of birth, weight, and ethnicity: unknown/ not provided. If implanted, give date: unknown/not provided. Device evaluated by manufacturer: 81 - other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Other text: device discarded.

Event description:
It was reported that an intraocular lens (iol) was explanted due to displaced lens. The iol was removed by a retina surgeon. It was stated that the suspect product will not be returned. No other information was provided.